Event description:
Reporter indicated a patient had vns lead and generator explant surgery on (B)(6) 2012 due to an infection at the generator site. It was unknown when the infection began. No trauma or device manipulation occurred. The patient will likely be reimplanted with vns when the infection clears. The patient did have vns implant surgery previously on (B)(6) 2012. The explanted generator and lead have been returned for analysis. Analysis of the generator did not reveal any anomalies and the generator performed per specifications. Analysis of the lead is pending. Attempts for further information are in progress.

Event description:
It was reported that the patient's mother declined having the patient reimplanted at this time.

Event description:
Reporter indicated the infection was felt to be due to the implant surgery. The infection was first noted on (B)(6) 2012. The patient had (B)(6) bacteria. The patient also had intravenous antibiotics and the wound has healed. Analysis of the returned vns lead was completed. No anomalies were noted on the returned lead portion. The electrodes were not returned.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution.

Manufacturer narrative:
Date of event, corrected data: the correct event date is provided per the reporter.